Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot # va0ke6f, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient never had therapeutic effect. It was stated the patient had not had any symptom relief since implant. It was noted the patient had an appointment scheduled for (B)(6) 2014. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient encountered a power on reset (por) message when trying to turn therapy on. The patient also indicated that therapy has never helped since implant which is why the patient had stimulation turned off for about one year, but now the patient's healthcare provider (hcp) recommended the patient try therapy again. Patient status is unknown at the time of this report. There were no further complications reported or anticipated.